Manufacturer narrative:
Evaluation of the returned product did not confirm the reported issue. The unit was tested with new batteries and retested and each time the unit powered up and passed all functional tests performed. The alarm was received with the delay switch set to 4 seconds. The battery springs are bent. (B)(4).

Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. The date when the issue was discovered is unk. No visible damage reported. No pt incident or injury reported.